Event description:
It was reported that they were getting alert 113 (reduced water temperature control) and the temperatures were not pulling into their monitor in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 37.3c, water temperature (wt) was 30.2c, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Explained device needs to go to biomed labeled with alert 113 (reduced water temperature control), not cooling. While on the phone they got alarm 14 (patient probe out of range). A foley was going to the arctic sun. Explained if the alarm continues to sound after changing the device, change the probe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The temperatures were not pulling into their monitor in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 37.3c, water temperature (wt) was 30.2c, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Explained device needs to go to biomed labeled with alert 113 (reduced water temperature control), not cooling. While on the phone they got alarm 14 (patient probe out of range). A foley was going to the arctic sun. Explained if the alarm continues to sound after changing the device, change the probe. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) and the temperatures were not pulling into their monitor in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 37.3c, water temperature (wt) was 30.2c, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. Explained device needs to go to biomed labeled with alert 113 (reduced water temperature control), not cooling. While on the phone they got alarm 14 (patient probe out of range. A foley was going to the arctic sun. Explained if the alarm continues to sound after changing the device, change the probe.